Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had air bubbles. Blood glucose value was 19 mg/dl at the time of the incident. The customer treated with glucose tablets and apple juice. The customer was not hospitalized. Troubleshooting was not completed because the customer had to leave to pick up their grandson. Nothing will be replaced or returned.